Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and found hardware battery errors and screen error alarms. The reported event of a hardware failure was confirmed. The root cause was determined to be a defective receiver battery. The dexcom g4(tm) platinum continuous glucose monitoring system (B)(4) receiver error code notes the following: this screen shows an error code that means the receiver may not be working properly. Write down the error code and contact dexcom technical support. Continue to check your blood glucose value using your blood glucose meter. No alert sound or vibration will warn you that you are no longer getting sensor glucose readings.

Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that the receiver displayed a hardware error on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported.